Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration was observed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The returned test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from accu-chek inform ii meter, serial number (B)(4). At 10:03 pm the meter result was 267 mg/dl. At 10:05 pm the meter result was 140 mg/dl.